Event description:
It was noted that an af episode was missing from the patient's insertable cardiac monitor. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.